Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported that the cine function was not operational. There is no report of death or serious injury associated with this complaint.